Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a laser procedure the power needed to be increased to achieve the same result. Additional information has been requested

Manufacturer narrative:
The system was examined and the reported event was replicated, but was unable to recalibrate. The reported event was also confirmed (via event logs.) The first port was determined to have met specification while the second port was not. The customer was advised to use the first port until the repair contract was affirmed. Three days later the company representative was able to recalibrate the system and alleviate the reported system message (sm). The system was tested with both ports, which were found to meet product specifications (when using the endoprobe and laser indirect ophthalmoscope (lio) configuration). A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 1, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the calibration of the system. However, how or when the system became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: 2016-70554